Manufacturer narrative:
Per the clinic, the patient experienced an extrusion of the receiver/stimulator and subsequently developed an infection at the implant site. The device was explanted on (B)(6) 2024. It is unknown if there are plans to reimplant the patient as of the date of this report. Device analysis report attached.

Manufacturer narrative:
This report is submitted on may 09, 2024.

Event description:
Per the clinic, the patient experienced wound dehiscence at incision site (specific date not reported). Subsequently, the patient was hospitalized for a duration of ten days (specific date not reported). During the admission, the patient was administered with IV antibiotics (specific date and duration not reported). The implanted device remains. Revision is planned but has not taken place at the time of this report. Additional information has been requested but has not been made available as of the date of this report.